Event description:
It was reported to boston scientific corporation that a spaceoar vue device was used during a spaceoar vue implant procedure on (B)(6) 2023. The procedure was performed with local anesthesia. Fiducial markers were place transperineally. During hydrodissection to prepare the patient's perirectal space for spaceoar hydrogel placement, aspiration was performed per the instructions for use (IFU) to verify the needle tip was not in a blood vessel. No blood was seen in the syringe. On (B)(6) 2023 a magnetic resonance imaging (MRI) showed some hydrogel in the peri prostatic venous plexus. An unknown patient complication with no treatment was reported. The patient was noted to be asymptomatic at the time of this report. The patient has received planned external beam radiation therapy (ebrt).

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - vascular.

Manufacturer narrative:
Correction block h6 impact code and patient code has been updated to f26 and e2403 respectively. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was used during a spaceoar vue implant procedure on (B)(6) 2023. The procedure was performed with local anesthesia. Fiducial markers were place transperineally. During hydrodissection to prepare the patient's perirectal space for spaceoar hydrogel placement, aspiration was performed per the instructions for use (IFU) to verify the needle tip was not in a blood vessel. No blood was seen in the syringe. On (B)(6) 2023 a magnetic resonance imaging (MRI) showed some hydrogel in the peri prostatic venous plexus. An unknown patient complication with no treatment was reported. The patient was noted to be asymptomatic at the time of this report. The patient has received planned external beam radiation therapy (ebrt).

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was used during a spaceoar vue implant procedure on (B)(6) 2023. The procedure was performed with local anesthesia. Fiducial markers were place transperineally. During hydrodissection to prepare the patient's perirectal space for spaceoar hydrogel placement, aspiration was performed per the instructions for use (IFU) to verify the needle tip was not in a blood vessel. No blood was seen in the syringe. On (B)(6) 2023 a magnetic resonance imaging (MRI) showed some hydrogel in the peri prostatic venous plexus. An unknown patient complication with no treatment was reported. The patient was noted to be asymptomatic at the time of this report. The patient has received planned external beam radiation therapy (ebrt).

Manufacturer narrative:
Correction block h6 impact code and patient code has been updated to f26 and e2403 respectively. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - vascular.